Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly, insulin flow block and sensor signal not found alarm. The customer's current blood glucose level was 472 mg/dl at the time of the incident. The customer reported receiving numerous alarms and the high blood glucose level. The customer did troubleshooting and the technician found insulin flow bock alarms, senor signal not found alarms and a stuck button alarm. The customer reported treating the high blood glucose level with a manual injection and the current blood glucose level is 179 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with operating currents within specification. The device passed self-test, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms were noted. The device was programmed with test guardian link and test plug simulator. The device communicated properly, it displayed the calibrate your sensor alarm properly after completion of the warm up. A calibration value was manually enter and device displayed the programmed value properly on the display graph. No sensor anomalies were noted. The device passed leak test. The device was received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms noted. The device was received with minor scratched display window, case and keypad overlay.